Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter (bli)pcb. The ventilator passed all testing.

Event description:
It was reported that the ventilator had a blank screen. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.